Event description:
Cotton is sticking out of the applicator; cotton fibers are coming apart [device breakage] something in the mold or something is messed up...normally smooth [device physical property issue] . Case narrative: consumer reported via phone that the fibers are coming apart and sticking out the applicator. No injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Cotton fibers are coming apart [device breakage]. Something in the mold or something is messed up. Normally smooth, cotton sticking out of the applicator [device physical property issue]. Case narrative: consumer reported via phone that the fibers are coming apart and sticking out the applicator. No injury reported.